Manufacturer narrative:
Other: no evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the spider 2 would not lock into place. A backup device was not readily available, and as s a result, the procedure was completed with a scrub tech holding the spider 2 and patient's arm. Traction was never lost with instruments in the patient. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed a defective solenoid valve. Manufacturing records show that the device was released to distribution, new, in (B)(6) 2014 and has not been previously returned for service. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was verified and the root cause was determined to be debris within the solenoid valve. A review of the device history record was performed which confirmed no inconsistencies.